Manufacturer narrative:
Follow-up # 1 - 3/20/2015 device evaluation.the lay user/patients test strips have been returned on 2/13/2015 and further evaluated by lifescan product analysis on 3/12/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. In addition a secondary issue of an error 4 message was observed with no assignable cause found. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test and passed pdt. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high results with their onetouch verio iq meter compared to their feelings and/or normal readings. The reporter claimed obtaining a blood glucose reading of "361mg/dl" with the subject meter. Although this comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy, this complaint is being reported because the control solution test also fell out with the acceptable control solution range for this test strip lot. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.